Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarm 19s while loading multiple cartridges. The customer was able to load the third cartridge. The customer could not recall if the blood glucose level was impacted during this event.